Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the camera cables resolved the issue. The system then passed the system checkout and was found to be fully functional. The camera cable was returned to the manufacturer for analysis. Analysis found that the straight network connector was damaged, pulled from the strain relief. A continuity test revealed an open to pin. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system while outside of procedure. It was reported that when turning the system on there was no camer communication. Rebooting the system did not resolve the issue. The amber fault light on the camera was lit. Self test internal network status indicated the positioning sensor unit (psu) was not connected and all other camera cart components were connected . The self test software information did not list any faults. Medtronic representative confirmed internal and external cables were seated and secure. It was confirmed that there was no visible cable damage at camera arm junction. Ndi configuration test did not list camera and multiple reboots did not resolve the issue. There was no patient present when the issue occurred.